Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during treatment. It was reported that the pressure values are to low and therefore the cardiohelp alarmed. No harm to any person has been reported. As any pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID#: (B)(4).

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
New information was received on 2025-12-03 that the failure occurred during priming procedure. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the pressure values are to low and therefore the cardiohelp alarmed. The failure occurred during priming. No harm to any person has been reported. As any pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. Additional information was received on 2026-01-23 that the hls cable showed dashes for the integrated pressures. The hls cable did not show any contamination, corrosion or damage to the cable. A getinge technician was sent for investigation. The hls cable was replaced, which solved the issue. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pump stop could be confirmed on the date of event. A similar failure was investigated by getinge life cycle engineering (lce) on 2022-11-02. The nature of the error could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which is originated from external force. According to the risk analysis following root causes can also lead to the reported failure:- a mechanical damage e.g. Due to too high forces during connection/ disconnection of the cable- broken fiber inside the cable. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2025-12-01 for the period of 2022-02-24 to 2025-09-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2022-02-24. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "pressure reading issue" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.